Manufacturer narrative:
The device was not returned to hearsine for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. The issue was attributed to evidence of moisture and significant corrosion across pcba which affected multiple critical circuitries and components. Due to the extent of the corrosion on the pcba and the damage this had caused to critical circuits including the microprocessor u25 and event storage chip u24, the device memory could not be downloaded and no further investigation could be carried out. It is unclear when the moisture penetrated the device. However, the severe corrosion would indicate the device had been in the presence of moisture for a prolonged period. Advise user the recommended storage conditions as detailed within the user manual are being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). The customer's device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.